Event description:
(B)(4). My symptoms include: fatigue, pain in abdomen, numbness in toes, weight gain, irritability, mood swings, constipation, discharge, pain during intercourse, inability to stay focused, heavy periods, low sex drive, dysplasia, cramping, painful ovulation, fluttering in abdomen, headaches, depression, blood clots, acne, bacterial vaginosis.